Event description:
Customer reports, when she attempted to lower the carm, it would not go down, it would only go up. She was able to perform the exam by raising and lowering the exam table to the correct height. No pt was being treated, when the problem occurred. No pt harm occurred and the exam was able to be completed.

Manufacturer narrative:
Replaced defective ps3 column power supply. Tested the system by raising then lowering the system numerously. The system would move everytime the up or down button was actuated. Checked and assured that the system was operating according to manufactures specs. Unit working as intended.